Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found wash overflow and purge errors in the error log. The fse got bf1 purge errors when running. The fse replaced the wash probe 1, decontaminated the analyzer with bleach, then verified the alignments, and leak check of sample syringe. The fse ran bio-rad, troponin quality controls, lot number 23671, seven (7) times as precision, which passed within acceptable range. Ran troponin sample diluting solution (sds) eight (8) times and all results were within acceptable range. The aia-900 instrument is operational and no further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(4) 2018, which included data from 24 july 2017 through 24 aug 2018. There was one similar complaint identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 flags and error messages are as follows: the [2239] bf probe 1 purge failure. Cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. The most probable cause for the reported event was the wash probe 1 failure.

Event description:
A customer reported a false positive cardiac troponin I (ctnl) patient result was generated with their aia-900 instrument. The customer stated that an initial result of 0.59 ng/ml on a patient sample was positive for ctnl. The customer repeated the same patient sample and obtained a positive ctnl result of 0.93 ng/ml the second time. The customer then ran the same patient sample a third time and obtained a negative ctnl result of 0.12 ng/ml, which matched the patient's clinical history. The 0.12 ng/ml ctnl patient result was reported out of the lab to the physician. The customer reported that bio-rad quality controls (qc) were within acceptable range. The customer confirmed that the subject patient sample was drawn in a green top tube (sodium heparin anticoagulant) and spun for 10 minutes. Decontamination was last performed on the aia-900 instrument in june 2018. The technical support specialist (tss) advised the customer to run a precision study to verify analytical performance of the aia-900 instrument, but the customer declined and requested service to be dispatched.